Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/03/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a laparoscopic total hysterectomy procedure on (B)(6) 2019 and barbed suture was used. The suture broke mid strand. The procedure was completed with no patient consequences.